Manufacturer narrative:
(B)(4).

Event description:
Additional information received including patient identifiers. This event reflects the unknown patients involved.

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site reported multiple secondary corrections following the initial lasik treatment on a group of patients. Additional information has been requested.

Manufacturer narrative:
Logfile review shows that the energy values stayed stable and no abnormalities could be identified which could be a contributing factor. Although a product malfunction can be excluded, the root cause could not be determined conclusively. The most likely root cause is that the instructions for usage of a nomogram was not followed. Contributing factors are the device to create flap as well as inappropriate settings in customized treatment. The manufacturer internal reference number is: (B)(4).